Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during port placement via the subclavian vein under ultrasound guidance, the catheter allegedly broke.

Manufacturer narrative:
After further review of the details provided by the complainant, it was identified that the FDA rn number was incorrect and the correct FDA rn number is (B)(4). This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. The DHR review is not available because the corporate lot number is unknown. As received, one port with catheter and a detached segment of distal tubing including the manufactured distal tungsten plug and three-way valve. Visual and microscopic evaluations were performed of the physical sample. A circumferential split was observed 16.5 cm from the distal end of the detached catheter and a complete break approximately 18-19 cm from the distal end of the detached catheter. The fracture surface of the split has smooth, rounded sections and peeled/granular sections, oval orifices, which is consistent with flexural fatigue. Therefore, the investigation is unconfirmed break and confirmed for flexural fatigue. The investigation indicates that the root cause is flexural fatigue, which is related to clinical conditions. A review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that an x-ray examination revealed the catheter was broken in the subclavian vein. There was no reported patient injury.